Event description:
During the procedure this device broke within the pts body. The pt was taken to cardiac surgery where the wire fragment was successfully removed. The pt is reported as fine. The device is being retained by the hosp.